Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This study retrospectively analyzed the data of patients treated with "tianji" 3rd generation orthopedic robot-assisted and traditional fluoroscopy-assisted fns for femoral neck fracture, and explored the early clinical effect of combined surgical methods for femoral neck fracture. Between january 2020 to june 2021 included 72 patients with femoral neck fracture treated with "tianji" 3rd generation orthopedic robot-assisted and traditional fluoroscopy-assisted fns (37 males and 35 females; aged 45 to 64 years, aged 55 years). All the internal fixation materials are fixed with fns (johnson & johnson medical device co., ltd. Mean follow-up of 15. 5 months (12-20 months). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: femoral neck system (fns), depuy. Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 5). (N=3) in the control group, there were 3 cases of severe femoral neck shortening, no intervention noted. (N=2) in the control group, there were 2 cases of femoral head necrosis, no intervention noted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.